Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with broken battery tube threads.

Event description:
It was reported that the insulin pump had damaged at the battery compartment. Customer's blood glucose level was 196 mg/dl. Customer was advised to discontinue use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.